Event description:
It was reported that while in the cath lab the intra-aortic balloon ('iab') was prepped per instruction. The md inserted the sheath into the patient's femoral artery. The md stated that the iab could not be advanced through the sheath and as a result, the md made a request for another iab. The second iab was prepped and inserted without difficulty through the existing sheath in the patient's femoral artery.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.